Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges the patients acetabular cup eventually detached, disconnected, created metallic debris, and loosened from plaintiffs acetabulum, caused severe pain, inhibited the patients ability to walk, and will likely require a revision surgery.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).

Event description:
Update rec'd 12/4/14 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the head. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.